Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, it is possible that the device was not fully connected resulting in the reported leak; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported leak cannot be determined. The noted gap on the faceplate likely occurred during packaging and/or during shipment for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, 7 sterile/unused indeflators with part # 1000184 lot # 60246772 were returned from the account. All 7 returned devices were visually inspected and there was no damage noted to any of the sterile/unused devices. Testing was successfully performed on the sterile/unused devices with no issues noted.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 20/30 indeflator was noted to have bubbling continually indicating an air leak. Another 20/30 indeflator was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.